Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading below 40 mg/dl and the insulin pump alarmed threshold suspend but her blood glucose was 392 mg/dl. The customer was advised the alarm triggered because the sensor glucose was below the threshold limit set up at 60 mg/dl. Customer was advised that suspend or restart basal should be selected. Blood glucose at the time of the call was 160 mg/dl. Customer was advised that she can turn the sensor off and back on and then reconnect to old sensor and calibrate to bring readings closer together. The sensor would not be replaced.